Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead went to the hospital as high pacing thresholds and failure to capture were observed. The thresholds have been known to rise since several months ago, so it is a known issue. A magnetic resonance imaging was going to be completed without restrictions according to technical services. The rv lead remains in service. No additional adverse patient effects were reported.